Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving bupivacaine (20 mg/ml at 8.418 mg/day) and hydromorphone ( 20 mg/ml at 8.418 mg/day) via an implantable infusion pump. It was reported that during a refill the expected reservoir volume (erv) was 5.2ml and the actual reservoir volume (arv) was 0ml. The hcp then decided to fill the pump with saline; 10 ml was injected but only 6ml were able to be aspirated. It was noted that the pump was not deep or tilted and that access was not difficult. The hcp then filled the pump with 40ml of saline without difficulty but then only aspirated 36ml. No symptoms were reported. The caller stated that he was going to fill the pump with 20-30ml of drug and monitor the patient. No further complications have been reported as a result of this event.